Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-21690461-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported the aiming beam of a fiber, used for benign prostatic hyperplasia(bph) procedure, was shooting out the end of the fiber instead of out of the side of the fiber. A second fiber was utilized to complete the procedure. No injury was reported.